Event description:
The customer reported that the cine function failed to operate, thereby losing subtraction, road-mapping, or other critical vascular cine functions. There is no reports of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was reloaded. The system was tested and found to be working as intended and returned to service.